Event description:
According to the reporter, in a robot-assisted laparoscopic nephrectomy, when cutting and closing the renal artery, a new stapler was used to perform a cutting anastomosis at the distal end of the anastomotic site. The stapler fired but the jaws of the stapler locked on the issue. A new anastomosis was performed adjacent to the original anastomotic site using a new handle and reload to remove the stuck stapler. After the stapler was taken out of the body, the firing knob had to be forcibly pulled back with an instrument in order to open the stapler.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p2f0541s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a view of a 60 mm reload. The jaws of the reload were open and tissue, with formed staples, could be seen at the distal end of the cartridge. The second returned photo contained an alternate view of the reload. Fully formed staples could be seen at the proximal end of the reload. The third returned photo contained an alternate view of the reload. No additional abnormalities were noted. The fourth returned photo contained a view of the reload with the jaws clamped on tissue. Tissue was present from the distal end back to the 4cm cut mark. Visual inspection of the returned device noted that the reload was fully fired. The jaws were open. The laminates hooks were examined under a microscope and were found to be damaged. During functional testing, the reload was loaded into a representative instrument with difficulty. The reload was removed. The manufacturing assessment concluded that this condition opens the potential that reload was mishandled during clinical loading, since it was reported a new stapler was used. When laminates are damaged and not surrounding the pusher lock as required, it could cause misalignment during knife travel leading to difficulties when retracting as experienced. Additionally, the markings or deformation patterns on the channel indicate that force was exerted by the I-beam itself, likely when initiating closure of the mechanism to allow the knife to begin its travel over thick tissue. It was reported that the device locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to load the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.